Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not start up. Upon troubleshooting, rse checked and found that the data monitor had a blue screen and had not found the hdd os disk for the starting application. To resolve the issue, the customer replaced the desk. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.